Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, and h3. 4307 - the original equipment manufacturer (OEM), excelitas, reported further findings to intuitive surgical, inc. (Isi) on (B)(6) 2019. The nylon standoffs that secure the interface board were broken. The shutter would not move and the control board failed testing. The power supply had signs of overheating and the front panel was scratched. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the illuminator for evaluation, but has not yet completed failure analysis investigations. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted once the illuminator has been evaluated and/or if additional information is received. This complaint is being reported based on the following conclusion: an essential component of the da vinci system was unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total benign hysterectomy surgical procedure, the system generated a non-recoverable fault. The customer power cycled the system three times with no change before calling intuitive surgical, inc. (Isi) technical support. An isi technical support engineer (tse) had the customer remove the instruments in use and power cycle the entire system. An isi tse also had the customer power cycle the vision side cart¿s (vsc) circuit breaker. The non-recoverable fault, error 297, returned on start-up, which indicated that the illuminator was not working. An isi tse had the customer prepare a third party light source to be used in place of the da vinci illuminator. After connecting and powering on the third party light source, the surgeon reinstalled the instruments, confirmed that the surgical field was illuminated, and reported that the image was good. The planned surgical procedure was continued as planned with an alternate light source and no patient harm, adverse outcome or injury was reported. An isi field service engineer (fse) was dispatched to the facility and replaced the illuminator to resolve the issue. The illuminator is a component of the da vinci system that contains a high intensity light source to illuminate the surgical site.

Manufacturer narrative:
Additional information can be found in the following sections: date of report, concomitant medical products , PMA/510k, and if follow-up, what type. (B)(4) - intuitive surgical inc. (Isi) received the illuminator involved with this complaint and completed device evaluations. Isi failure analysis was unable to confirm or reproduce the customer reported failure with the illuminator because the lamp module printed circuit assembly (pca) had fallen out. The illuminator was sent to the original equipment manufacturer (OEM) for further investigation/repair. The OEM reinstalled the lamp module pca, which was determined to be the cause of the illuminator communication problem. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur it could likely cause or contribute to an adverse event.

Event description:
Refer toadditional for follow-up information.